Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2024, the patient reported that on (B)(6)2024 before sleeping he did not experience any symptoms of being hypoglycemic, he was feeling normal. The patient has a history of having blood glucose problems since he was born with a pancreas defect so when his brother called and he was not answering the phone, his brother went to his home and found him unconscious and called 911. No treatment was provided by the brother. When paramedics arrived they provided the patient with sugar and IV fluids and the patient recovered after the treatment. Although the cgm was reported inaccurate, there were no cgm nor bg readings provided as the patient couldn't remember. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4)diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.cmpl-(B)(4)/ 240611-016730. Date of medical intervention (B)(6)2023cmpl-(B)(4)/ 240627-015666. Date of medical intervention (B)(6)2023cmpl-(B)(4)/ 240627-015747. Date of medical intervention (B)(6)2023cmpl-(B)(4) / 240627-015846. Date of medical intervention(B)(6) 2023cmpl-(B)(4)/ 240627-015907. Date of medical intervention (B)(6)2023cmpl-(B)(4)/ 240627-015915. Date of medical intervention (B)(6)2023